Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, one of the anchors broke off or became detached while implanting the altis sling. Although the site of the break was not completely clear it appears like it broke between the mesh part of the sling and dynamic anchor [suture break] as tension was being applied. A second altis was opened and used to complete the case with no issues.